Event description:
It has been reported to philips that there was a malfunction with the ippc. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular diagnosis procedure. The procedure was completed as planned as the reported problem was intermittent the philips field service engineer (fse) inspected the system onsite and confirmed that image processing malfunction within ip pc. Review of the log file confirmed that the reported malfunction with the disks within ippc. Upon troubleshooting fse erased patient's database and swapped image disk 1 with image disk 2 to resolve the issue. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.